Manufacturer narrative:
The following conclusion can be made after evaluating the returned lift: the drive shaft was broken. Off center lifting occurred as evidenced by the warped strap, worn cover, and warped strap guard. When the reported drop occurred, the over-speed arm, safety mechanism, became engaged and functioned as intended by stopping the patient from falling. Distributor: evan parker. Independent mobility plus. (B)(6).

Event description:
A caregiver was transferring the user from his chair to his bed (or vice versa); when the unit was at the top of the lifting range it dropped. No physical injury occurred.